Event description:
During testing the balloon inflated without a problem. After insertion, the balloon eventually deflated.

Manufacturer narrative:
The sample was rec'd for investigation on 04/10/2008. Attempts have been made to obtain add'l info. Upon completion of the investigation, a supplemental report will be submitted.